Event description:
It was reported that the customer's insulin pump had fluid under the lcd screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing; however moisture damage was found on electronic and motor assembly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No damage was noted on the pump belt clip slot.